Event description:
It was reported by service report that the rails left and right will not latch. It is unk if there was pt involvement, no adverse consequences to report.

Manufacturer narrative:
Result: latch.